Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, just a segment of the lead was identified, severed approx. 130 mm from the terminal end. Only the proximal segment was returned, induced damage during explant was observed and coils and insulation were cut with tool. A thorough evaluation of the segment was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedances. The behavior was linked to a calcification, most likely on the distal coil. As the implantable cardioverter defibrillator (ICD) had already triggered elective replacement indicator it was discussed that during the ICD replacement, a rv lead revision could be completed. At this time the rv lead has been surgically abandoned, the ICD explanted due to normal battery depletion and a new ICD and rv lead implanted. A section of the rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedances. The behavior was linked to a calcification, most likely on the distal coil. As the implantable cardioverter defibrillator (ICD) had already triggered elective replacement indicator it was discussed that during the ICD replacement, a rv lead revision could be completed. At this time the rv lead has been surgically abandoned, the ICD explanted due to normal battery depletion and a new ICD and rv lead implanted.